Event description:
It was reported that during a coronary drug eluting stenting treatment procedure lesion crossing difficulties were encountered and stent dislodgement occurred. In 2005 the target lesion was located in the proximal circumflex artery (cx). An ostial lesion of the cs had been pre-dilated with an unk size balloon. A taxus express2 2.5 x 8 mm drug eluting stent was attempted to be advanced but was unable to cross the lesion due to lesion calcification. Upon withdrawing the device unit the stent came off the delivery balloon. The physician tried to recapture the stent in the guide catheter by first trying to pass a balloon beyond the stent and then deploying it. This maneuver was (at first) successful; however, while withdrawing the guide catheter the stent "came out of the coronary tree and was withdrawn into the pelvis." A snare was then used to try and grab the stent. This maneuver was unsuccessful and the stent was "dislodged into a small pelvis vessel." An angiogram was performed; it showed the left main artery and circumflex artery "looked fine." The physician added that "there were no apparent vascular problems in the pelvis/peripheral vessels."